Event description:
This lead was capped when the patient was upgraded to an hf-t device. It was replaced with a linox sd 60/16, in 2009. Two months later, it was explanted, along with all active products, due to infection. Lumax 340 hf-t, MDR 1028232-2009-01252. Sterox s 45, MDR 1028232-2009-01253. Linox sd 60/16, MDR 1028232-2009-01254. Corox otw 75-bp, MDR 1028232-2009-01255.